Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in winged bc - needle through catheter. It was reported by the customer that when retracting the needle it is piercing through the catheter. This should be able to be inserted and retracted without the needle causing damage to the catheter.

Manufacturer narrative:
Our quality engineer inspected the 3 representative samples submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the samples. Analysis of the samples showed no damage. Samples were subjected to a retraction test and all samples passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.